Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/01/2014), the patient¿s meter has been returned on 4/18/2014 and evaluated by lifescan product analysis on 4/22/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective crystal x101. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging an issue with the one touch ping meter reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started ¿between the last week of (B)(6) 2013 and the first week of (B)(6) 2014¿. The patient manages her diabetes with an insulin pump and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, a few days after the alleged issue occurred, she developed symptoms of ¿throwing up, moderate ketones, and thirsty¿. The patient went to the emergency room (ER) and was tested with the ER/hospital meter and obtained a reading ¿over 500 mg/dl¿. The patient stated her blood glucose was also tested with a laboratory device and obtained a result of ¿770 mg/dl¿. The patient was treated with ¿fluids and insulin (unknown type and dosage)¿ by a health care professional (hcp). At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.